Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit ii 10ml syringe broke at the tip. The following information was provided by the initial reporter, translated from french to english. Rinse prepared in a 10ml syringe with 0.9% nacl, to test piccline reflux. The piccline consisted of a single channel, the reflux test was performed on this single channel. After injecting 2 cc, the ide withdraws and notes air in the syringe. As the ide removes the syringe, the tip breaks. The ide successfully removed the tip. The ide used a new 10ml syringe to draw air in (in case air was present) but no return. Impossible to reinject afterwards. The vascular access unit (uav) team intervened in the room and was able to unclog the piccline which we could then reuse. No clinical consequences have been observed to date. There is a risk of infection and a risk of air embolism.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2307203. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty (20) retained samples were obtained from the manufacturing facility. However, upon evaluation of the retained samples no defects were identified. Based on the investigation results, an exact cause could not be determined for this incident. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any defects identified. Based on this process, it is possible that the reported issue resulted from a blockage in the barrel feeding process which caused damage to the tip that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.